Event description:
It was reported that during a nephrectomy procedure, the jaws were sticking when firing the last clip. They were able to complete the procedure with the device. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.